Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cardioquip suspected bacterial contamination. Hpc test results were found to be outside of cardioquip specifications. An internal water pathway replacement is recommend to remediate contamination.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the discoloration, recommended repair, and was provided a quote by cardioquip service on 06/09/2022 via email. However, the customer has not responded to the recommendation as of the date of this report.

Event description:
Cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.